Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was no longer functioning properly, resulting in recurrent urinary incontinence. During a subsequent surgical procedure, it was identified that the aus was not closing adequately. The aus was removed and replaced with a cuff of the same size. No additional patient complications were reported.